Manufacturer narrative:
The complaint device was not returned to bsc, therefore product analysis could not be performed. The allegations in this complaint have not been confirmed. And it was determined that the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that the health care professional (hcp) had concerns about noise or a true ventricular event on the patient with this cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) was consulted, and it was not determined if there was noise present or a true ventricular event. In addition, ts suspected that the ventricular pacing during the right ventricular automatic threshold (rvat) test could have initiated the possible ventricular arrhythmia, but it was not conclusive. Undersensing on the right atrial (ra) channel was also noticed. Further testing and sensitivity adjustments were recommended. No adverse patient effects were reported. This crt-p remains in service. Additional information was received, it was found that there were pacemaker mediated tachycardia (pmt) episodes stored due to crosstalk from biventricular pacing rather than real noise oversensing. No adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) had concerns about noise or a true ventricular event on the patient with this cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) was consulted, and it was not determined if there was noise present or a true ventricular event. In addition, ts suspected that the ventricular pacing during the right ventricular automatic threshold (rvat) test could have initiated the possible ventricular arrhythmia, but it was not conclusive. Undersensing on the right atrial (ra) channel was also noticed. Further testing and sensitivity adjustments were recommended. No adverse patient effects were reported. This crt-p remains in service. Additional information was received; it was found that there were pacemaker mediated tachycardia (pmt) episodes stored due to crosstalk from biventricular pacing rather than real noise oversensing. No adverse patient effects were reported. This crt-p remains in service. This device was explanted most likely as a prophylactic explant. No adverse patient effects were reported. At this time, this device was already returned to boston scientific.

Event description:
It was reported that the health care professional (hcp) had concerns about noise or a true ventricular event on the patient with this cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) was consulted, and it was not determined if there was noise present or a true ventricular event. In addition, ts suspected that the ventricular pacing during the right ventricular automatic threshold (rvat) test could have initiated the possible ventricular arrhythmia, but it was not conclusive. Undersensing on the right atrial (ra) channel was also noticed. Further testing and sensitivity adjustments were recommended. No adverse patient effects were reported. This crt-p remains in service.